Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternative method of insulin therapy.